Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 03/02/2007, inratio 4.4, lab 3.1. Caller alleged imprecision with inratio. Results as follows: first test inr = 2.6, second test inr = 2.8; first test inr = 2.6, second test inr = 3.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 03/02/2007, inratio 4.4, lab 3.1, mean 3.75, confidence limits 2.2-5.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Updated this case on 03/08/2007. Inratio precision data provided by end-user new strips: first test inr = 2.6, second test inr = 2.8. Mean = 2.7; sd = 0.14; %cv = 5.2%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Inratio precision data provided by end-user ot 060218 and new strips: first inr = 2.6, second test inr = 3.2. Mean = 2.9; sd = 0.42; %cv = 14.6%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.